Manufacturer narrative:
A microbore extension line was returned for evaluation; however, the catheter itself was not returned. The returned extension line was visually inspected, and no damage was noted. The extension line was also functionally leak tested, and there was no leakage observed. Therefore, the complaint was not confirmed.

Event description:
Microbore extension set. Piece of PICC line tubing leaking at connection. Hole in tubing between clamp and needleless connector.